Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 5146720; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced undesired stimulation due to lead migration. The patient underwent a lead replacement procedure. No device malfunction was suspected.